Event description:
The vns depression patient reported that she has experienced two seizures in the past four days. The patient reported that she has a seizure disorder. The patient indicated that she has not had the vns checked in a year. The patient was given the name of a vns physician to follow-up with; however, has not been seen by the physician to date. Attempts to obtain additional relevant information have been unsuccessful to date.